Manufacturer narrative:
The investigation for the renal failure, stroke, access site bleed, vascular damage, and ultimately death has been completed. The device was not returned for evaluation. Clinical details were not sufficient to determine the root cause of the reported issues. Therefore, the root cause of the renal failure, stroke, access site bleed, vascular damage, and ultimately death could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
Abiomed japan forwarded the publication entitled "association of preprocedural synergy between percutaneous coronary intervention with taxus and cardiac surgery (syntax) score with outcomes in impella-assisted high-risk percutaneous coronary intervention" with primary author from nyu langone discussed protect iii patients with syntax 1 scores. Despite aggressive revascularization, a high syntax I score was associated with higher rates of 90-day macce and 1-year mortality rates in patients who underwent impella-assisted high-risk percutaneous coronary intervention. Paper looked to 90 day major adverse cardiac and cerebrovascular events (macce) rates and 1 year mortality. The paper found that adverse events at discharge demonstrated a greater occurrence of stage 2 or 3 renal injury in patients with a high syntax I score. Also, a trend toward higher rates of significant bleeding in patients with a high syntax I score was also noted. Furthermore, it was also noted that there were patient's with a stroke upon discharge up to 90 days after discharge. Patient's also had mycardial infraction upon discharge up to 90 days after discharge. The paper also found that there were patient deaths upon discharge up to 1 year. Reportable due to the potential relationship to the impella and the patient's strokes, myocardial infraction, bleeding, renal injuries, and cause of deaths.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. A.1, a.2, a.3, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. Medranda, g. A., faraz, h. A., thompson, j. B., zhang, y., bharadwaj, a. S., osborn, e. A., abu-much, a., lansky, a. J., basir, m. B., moses, j. W., o¿neill, w. W., grines, c. L., & baron, s. J. (2024). Association of preprocedural syntax score with outcomes in impella-assisted high-risk percutaneous coronary intervention. Journal of the society for cardiovascular angiography & interventions, 3(8), 101981. Https://doi.org/10.1016/j.jscai.2024.101981.